Manufacturer narrative:
Device code corrected.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient had high cocr levels, the cup was removed without cup cutters. Patient is or was a smoker.

Manufacturer narrative:
See attached. - attachment: [wd011615.pdf].